Event description:
The patient contacted animas on (B)(6) 2012 inquiring if there could be something wrong with the pump as the patient was experiencing elevated blood glucose. The patient reported having blood glucose levels of 289 to 412 mg/dl with emesis; the patient reported thinking that the emesis was not related to the high blood glucose levels at the time. The reporter stated that the blood glucose was treated with injections and but the blood glucose remained elevated. Customer support reviewed the pump with the patient. The patient confirmed that the pump settings were correct, there were no significant alarms in the pump history, the prime volumes were appropriate, and the bolus history accurately added in the total daily delivery. The patient reported changing the site every 3 days however, the prime history indicated site changes every 4 days; customer support advised the patient on the importance of changing the sites at 3 days per the instructions for use. The patient confirmed that there were no noted site issues and the cannulas appeared straight when removed. Customer support advised that there was no indication of a mechanical issue with the pump and there were no indications of issues with the set, site, cartridge, or insulin. The patient was advised to try to follow up with a health care provider regarding possible need for adjustments to the insulin regimen. This report is made based on the conclusion that use of the insulin pump could not be ruled out as a possible cause or contributor to the patient's hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump's prime history indicated that the some sites were changed after 4 days; the instructions for use suggest the site be changed every 2 to 3 days. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no functional defects were found with the returned pump. There was no data available in the download history or black box for the time of the reported event due to continued patient use. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. Review of daily insulin delivery shows the pump was delivering accurately.